Event description:
It was reported there was shocking and jolting sensation. It was noted the patient was reporting shocking and the nurse at the nursing rehab facility took the patient's programmer away and would for the patient to be seen. Follow up from the health care provider reported the patient had not been seen since 2006. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient marked that he did not have concerns with his device or therapy and wrote 'no' next to that. Additionally it was stated that the patient received assistance from a medtronic representative and his concerns were resolved. The appointment date was (B)(6) 2012. No further information was received.

Manufacturer narrative:
Product ID 3998, lot# v004644, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).